Event description:
On (B) (6) 2009, this patient was implanted with gore excluder aaa endoprosthesis. On (B) (6) 2009, a follow up computed tomography scan revealed invagination of the distal iliac limb of the trunk-ipsilateral leg component. The iliac limb is located on the right side. The physician elected to wait and watch. He will do a follow up CT in six months.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted during the initial procedure: pxc161400/06540218.